Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported during the index procedure due to user error both limbs were implanted at the ipsi-gate. The physician elected to convert and implant an endurant aui to the right common iliac with a fem-fem bypass and left common iliac occlusion. The cause was due to user error. No additional clinical sequelae were reported and the patient is fine.